Event description:
In 2004, research nurse attempted to contact pt to schedule one month follow-up visit. The nurse was advised that the pt had deceased the following day. Pt was found in their bed and an ambulance was called. Pt was given CPR and defibrillated at 300 joules but with no success. They were pronounced dead at the hospital. The family refused an autopsy and the body was cremated. The ICD was retrieved from the funeral home and interrogation showed that the device was in hardware reset with no defibrillation capabilities. Diagnostic data shows that the pt did not received any therapies from the device.